Event description:
The customer reported that a pt was admitted from the ER to ICU bed 1 in 2009 at 4:00pm. The pt later expired. There is no allegation that the device was a factor in the death of the pt.

Manufacturer narrative:
The customer reported that a pt was admitted from the ER to ICU bed 1 in 2009. The pt later expired. There is no allegation that the device was a factor in the death of the pt. The nurse stated that after the pt died, they were not able to find any wave or trend data from the bedside or central from the time of admission to 8:37 pm which is approximately 4 hours of time. This created concerns for staff related to their ability to document vital sign and waveform data from the time of the pt's admission. A philips field service engineer (fse) went onsite and collected log files which were analyzed by a philips product support engineer (pse). The logs showed the pt was admitted at the central at 18:12, however, data is collected once the pt is physically connected to the monitor, therefore, the delay in admitting the pt via name at the central would not be a factor. Per the pse, no specific cause for any data loss could be determined. Regardless of the lack of retrospective data, the alarm logs for this pt show numerous alarms during this time and multiple acknowledgements by the users, confirming the nurse's statement that "alarms were appropriate and alerted staff to the pt's condition". The pse requested other hard copy documents to assist the investigation but none were provided. From the limited available info, the cause of this issue could not be determined, however, the customer did indicate that data collection did resume at 8:37 pm. There have been no similar reports from this customer. No further investigation or action is warranted.